Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer¿s blood glucose value was 130 mg/dl. The customer also mentioned that the insulin pump had break at the bottom. The customer was advised that the insulin pump needed to be replaced. . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with detached end cap noted. Loose/shifted end cap.